Manufacturer narrative:
The following devices were also listed in this report: device name delta v-40 ceramic head 36/+7,5; cat# 6570-0-736; lot# 21366451. Device name 127 size 8 secur-fit advanced stem; cat# 1601-08127; lot# pa74tn. Device name tridentii tritanium cluster52e; cat# 702-04-52e; lot# 24086451a. Device name6.5mm low profile hex screw 35mm; cat# 7030-6535; lot# jhva. Device name 6.5mm low profile hex screw 20mm; cat# 7030-6520; lot# j9f. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: the device was not returned for inspection; however, photographs were provided for review. The photographs show a recently explanted liner with some blood on it. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to infection. And I&d with head and liner exchange was performed. Rep confirmed that no further information will be released by the hospital or surgeon.